Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 additional information (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from the united kingdom, edwards received notification of a pascal precision procedure in mitral position by right femoral vein, during which three pascal precision devices were used. During the procedure a single leaflet device attachment (slda) of the second device occurred. This case was already considered a multi-device strategy. During the procedure there was poor imaging coupled with primary mitral valve leaflet tethering. The first pascal precision device was bailed out because the initial mitral regurgitation (mr) reduction was insufficient and the physician thought that an ace would give better reduction. A second device was inserted, in this case a pascal precision ace, and the grasping position was medial a2/p2. There was no difficulty while removing the sutures. After release, an slda occurred. The pascal with the slda was secured with another pascal precision ace immediately adjacent to the first device. The mr was reduced from severe (4) to moderate/severe (3).

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigation conclusions).h11: additional manufacturer narrative:the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided.available information suggests patient and procedural factors likely contributed to the event. As per information provided, the patient presented with posterior mitral leaflet tethering, which might have increased the tension on the implant, increasing the risk of an slda. Furthermore, challenging visualization with poor tee windows was also reported. This may have difficulted device maneuvering and optimal device positioning.since no edwards defect was identified, corrective or preventative actions are not required.